Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received multiple inappropriate shocks for svt. Device was later explanted and replaced after having reached eri. Patient was stable before, during and after the procedure.